Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device will not be returned.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure. During the procedure, it was noted the tip of the applicator probe had fully detached from the applicator shaft. The fractured piece was removed and the procedure was successfully completed with a new of the same device. The patient did not suffer any permanent harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Without receiving the device for evaluation, we are unable to definitely determine a root cause. The reported complaint description of the tip of the applicator tip fracturing off cannot be confirmed as no sample was returned. The fractured piece was successfully removed and the patient suffered no lasting effects. A review of the device history records, was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).